Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.(B)(4)

Event description:
Customer reported via phone call that the insulin pump has moisture under the display screen. Customer advised there is a crack in the corner of the display screen. Troubleshooting for moisture damage was performed. Customer advised that the device will just turn off and then after playing with the buttons it will later turn back on. Customer advised they are not sure how to moisture got on the device. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the insulin pump would be replaced and agreed to return the device for further testing.

Manufacturer narrative:
The insulin powered up properly after battery installation. The insulin pump was received with operating currents within specification. The insulin pump was monitored and no blank display anomalies were noted. No damage on the lcd isolation tape noted. The auto off feature working properly, slight traces of moisture found at the lcd assembly. The insulin pump was received with cracked case at display window corners, cracked display window, broken battery tube threads, cracked belt clip slot and minor scratched lcd window. The insulin pump was received with slightly loose drive support disk. The insulin pump was received with stained end cap sticker.